Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was discovered during the visit that the left ventricular lead exhibited complete loss of capture. On april 24th, the lead was explanted and replaced successfully. No complications were noted and the patient tolerated the procedure well.